Event description:
It was reported that the patient underwent a revision procedure due to the device no longer functioning with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted.

Manufacturer narrative:
Combination product? - corrected. Report source - corrected.

Event description:
It was reported that the patient underwent a revision procedure due to the device no longer functioning with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted.